Manufacturer narrative:
(B)(4). Unit received without belt clip unable to confirm damage. A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 200¿s mg/dl at the time of the incident. There is a crack where the reservoir goes in the top thread, appears to be missing. Customer stated could smell insulin, pulled out of her shirt, noticed reservoir was out of the compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.